Event description:
It was reported that a physician was having performance issues with the handheld computer used for programming. The physician indicated that the date would not stay set correctly. The handheld was left plugged in when not in use and the date would be corrected after performing a soft reset but when the site went to use the handheld at a later date, the date of the handheld would be incorrect. Good faith attempts to obtain additional information are currently being made.